Event description:
A female patient contacted lifecor customer support to report that her device has been displaying "connect electrode belt", but the electrode belt has been connected the entire time. The lifecor territory manager (tm) of this patient, went to the patient and exchanged the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have an open connection in the distribution node. The brown wire was broken off of the t15 pad in the distribution node. Without this wire connected, the monitor is unable to sense that the electrode belt is connected. The distribution node was repaired. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is unknown, but is likely due to strain placed on the cable during patient use. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.